Event description:
It was reported that deployment difficulty and a pericardial effusion occurred. A watchman access system (was) single curve was positioned and a 27 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. During deployment, it was noted the device would not fully deploy. A full recapture was performed and the wds was removed from the patient. An unknown pigtail was reintroduced into the laa. As a contrast injection was made, there was question to a possible effusion. An effusion check was conducted by the echocardiogram physician and confirmed no changes to the pericardium as well as hemodynamics. A new was inserted into the patient and during this time, the patients blood pressure decreased and a pericardial effusion was noted. The was then removed and a pericardiocentesis was performed. Approximately 400 ml of blood was drained. Fluids and vasoconstriction meds were given by anesthesia. The drain was secured and the patient was transferred to the intensive care unit. No further complications occurred. The patient was stable and was discharged four days post procedure.